Event description:
Home pt (hp) reported feeling ill, as if he were overfilled, while using the homechoice cycler for automated peritoneal dialysis therapy. Hp states after completion of therapy using the homechoice cycler he manually drained 3500ml, 1500ml greater than his last fill volume of 2000ml. Hp states he encountered "low drain volume" alarms during therapy and bypassed them. Followup with health care professional (hcp) reveals the minium drain volume on the homechoice cycler was set at 60%. According to hp and hcp there was no pt injury or medical intervention.